Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia during the replace battery alert. Customer¿s blood glucose level was 400 mg/dl at the time of call and 300 mg/dl at the time of incident. Customer reported that they do not feel okay to troubleshooting for hyperglycemia. Customer stated that battery did not lasted too long and did not hold the battery after changing the battery it only lasted for an hour. The insulin pump will not be returned for analysis.